Manufacturer narrative:
Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected, the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the jaws were slow to release the clip and the clip was coming out sideways. The customer used a er320 to start and complete the case.